Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of lobectomy, they connected the cartridge to the handle with no problem, and the surgeon tried to fire the device, however could not at all. Replaced by new device, and the firing was completed with no problem. Reoperation was required due to the issue.